Manufacturer narrative:
The complaint is not confirmed. One unpackaged ar-10010, batch 12077196 probe was received for investigation. Visual inspection under magnification identified no breakage to the device. Both the tip and overall shaft length met design specifications per drawing acd-10010, rev. 1. It was assessed using micro-vu ID: 654 that the shaft had bent approximately 9.14mm from the hook tip, proximal to the second distal-most laser marking. The shaft bend observed is consistent with user-applied mechanical forces via prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair an ar-10010 probe hook, broke during the procedure. Additional information has been requested.